Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's software was unable to be updated. The programmer's hard drive was reimaged and loaded with updated software. It was also indicated that the programmer failed functional testing due to an out of specification printed circuit board. The board was replaced and calibrated. It was also indicated that the paper guide was broken off the printer drawer, that the power cord bay had a broken latch tab, and that the display would not stay up. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer's software was unable to be updated. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.